Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for spinal pain. It was reported that the patient went to charge their battery as their stimulation stopped working and then saw a por message. The patient lost their programmer and were advised to follow up with their healthcare provider to clear the por message. No further complications reported.